Manufacturer narrative:
The device was returned and evaluated. The device was returned without a tip protector, the needle was not bent. The cutter looks used as there was dried solution and debris visible inside the port window. There is fluid visible in the aspiration line of the vitrectomy cutter tubing. The grey back cap has separated from the body of the vitrectomy cutter with no visible cracks found in the body or cap. There are evidence of an adhesive smear along the edges of the vitrectomy cutter body and back cap. Further evaluation of the product was performed and found glue 360 degrees around the device per specification. The cutter was reassembled and functionally tested, it cut as intended and the back cap did not pop off during the full range testing. The cause of the separation could not be determined. A review of trend analysis, risk assessment, and directions for use is underway. The investigation in ongoing.

Manufacturer narrative:
The lot history, trend analysis and direction for use review were considered acceptable, with the product performing with anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Manufacturer narrative:
The device has been requested for evaluation. Review of trend analysis, risk assessment, and directions for use is underway. The investigation in ongoing.

Event description:
A user facility in the united kingdom reported that during surgery the device exploded and came apart. The noise caused the patient to jump. Sutures and pain relief were required, no additional surgeries were required.